Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Per the reporter, "the alarm bar flashed red and the device got stuck on a black screen" and this issue was resolved by rebooting the device. Performance testing on the returned device was unable to reproduce the report that the device was alarming and inoperable. Based on all evidence and previous investigations of similar complaints, the investigation determined that the device failure was most likely due to a software issue that was resolved by a device reset. During evaluation, the device failed to complete its internal self-test. The investigation determined that the device self-test failure was due to a defective non-return valve (nrv) in the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was alarming and inoperable. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: b)(4).

Event description:
It was reported to resmed that an astral device was alarming and inoperable. There was no patient injury reported as a result of this incident.